Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed high, out of range shock impedance measurements. The patient was seen in office for follow up. When tested, the system revealed shock impedance measurements within range. The system will continue to be monitored.